Manufacturer narrative:
Title: resolute integrity zotarolimus-eluting stent implantation for unprotected left main coronary artery stenosis: the precombat-4 (premier of randomized comparison of bypass surgery versus angioplasty using zotarolimus-eluting stent in patients with left main coronary artery disease) trial. Authors: do-yoon kang, cheol hyun lee, osung kwon, kyusup lee, pil hyung lee, jung-min ahn, duk-woo park, soo-jin kang, seung-whan lee, young-hak kim, cheol whan lee, seong-wook park, seung-jung park journal of interventional cardiology volume 71, issue 11. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
This study evaluated the safety and efficacy of resolute integrity drug-eluting stent in the treatment of unprotected left main coronary artery stenosis. In this study, 313 patients received resolute integrity drug-eluting stents for unprotected lmca stenosis. Primary endpoint was the major adverse cardiac or cerebrovascular events which included death, myocardial infarction, stroke or target vessel revascularization at 3 years. Clinical outcomes reported were deaths, myocardial infarction, stroke and target vessel revascularization.